Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and a polarity switch. It was also noted that the right atrial (ra) lead exhibited under-sensing. The rv and ra lead remains in use. No patient complications have been reported as a result of this event.